Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a functional bi cuspid valve and a ncc and rcc cusp fusion, after 2 pre-implant balloon aortic valvuloplasties (bav), the valve was deployed to 80% and seemed constrained. It was decided to release the valve and do a post-implant bav to expand the valve. Upon release, the valve stayed in its current position and remained constrained. During the post implant bav, the valve dislodged, was snared and pulled up into the ascending aorta. A second valve was implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.